Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred due to socket failure due to long-term repeated use. It is likely this affected communication and image transmission between the endoscope and the video processor. In addition, insufficient connection of the digital light source cable is conceivable. Regarding the cable connection, the instruction manual contains the following description: properly and securely connect all cables. If the cable connector has connection screws, tighten the screws. Otherwise, equipment damage or malfunction can result. Per the legal manufacturer, the other issue identified in the initial report (e216 communication error) has no potential to cause or contribute to death or serious injury if it was to recur.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that whenever any scope was connected to the cv-190 and clv-190 tower, an e216 communication error occurred and the image turned off. The problem, as reported to olympus, occurred prior to use during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.